Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation could be performed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The problem was not confirmed and the cause was undetermined.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a leak on the connections. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the caregiver on (B)(6) 2011. The caregiver stated the following: there was moisture located on the outside of the tubing and the origin of the moisture was unknown. Therapy had been going fine since the event and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.